Manufacturer narrative:
(B)(4). The complete patient identifier is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite w/ capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient presented with a mesh exposure at the vaginal suture line causing spontaneous pain. She was treated with an unknown outpatient intervention and the event is currently resolving.

Event description:
It was reported to boston scientific corporation that a uphold lite w/ capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient presented with a mesh exposure at the vaginal suture line causing spontaneous pain. She was treated with an unknown outpatient intervention and the event is currently resolving. Additional information received on february 05, 2016. On (B)(6) 2015, the subject underwent a surgical procedure to trim the mesh at the anterior vaginal wall. She also underwent a concomitant native tissue cystocele repair.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during a pelvic floor repair with uphold lite including cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient presented with mesh exposure of greater than 1cm at the vaginal suture line causing spontaneous pain. Subsequently, on (B)(6) 2015, she underwent a surgical procedure to trim the mesh at the anterior vaginal wall. She also underwent a concomitant cystocele repair with native tissue. The procedures were completed without complications and the event resolved on (B)(6) 2015. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the index procedure, possibly related to the device, and possibly related to the delivery device.

Manufacturer narrative:
A1: patient ID: (B)(6) f10 and h6: patient codes 1750 and 3191 capture the reportable events of mesh exposure and surgical intervention to trim the mesh. G3: study name: u8090 uphold lite. H10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.